Event description:
It was reported that during adm size 52 right implanting, the impactor split.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving an adm expandable coupler was reported. The event was confirmed. The returned restoration adm manchon expans fractured into two approximately symmetrical halves and there was damage noted along the inside edges of the device near the fractures. The mar concluded that the restoration adm manchon expans broke in overload. The fracture origins occurred along the sharp inside edges at the base of the forks. No material or manufacturing defects were observed on device features examined. Device history review indicated that all reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been one similar reported events for the subject lot code referenced. As stated in CAPA, a design change to the restoration adm nut was implemented to prevent fracture. It was confirmed that the restoration adm nut used with the affected expandable coupler was from the old design. While the exact root cause could not be determined, the mar concluded that the restoration adm manchon expans broke from overload. The fracture origins occurred along the sharp inside edges at the base of the forks. No material or manufacturing defects were observed on device features examined. Ncr and CAPA were raised to evaluate root causes and corrective/ preventative actions. A design change of the instrument has been implemented to prevent fracture. A new design of the restoration adm nut is available to prevent fracture. In the case of this event, no information on the associated items used (adm nut and adm impactor) was given. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that during adm size 52 right implanting, the impactor split.